Event description:
It was reported the patient experienced stimulation in the wrong location. The stimulation would sometimes "slip down arm" when it was supposed to be for the neck, shoulders, and arms. The patient had a surging sensation in her arms that was painful. The patient had gotten migraines and had a procedure on c5/6 discs. It was noted that "several years ago" the patient fell and broke her tailbone. The patient was on vicodin for breakthrough pain. It was reported there was no known accident or incident related to the symptoms. It had been at least two months since the last programming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).